Event description:
It was reported that a pt underwent a revision of ceramic on ceramic bearing following the pt reporting a 'squeaking' sound from their hip. It is further reported that the surgeon reported that the pt was revised with an x3 liner and an lfit head.